Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: information was requested however, not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface (pi) and touched the patient's eye. The procedure was completed successfully with another pi. There was no patient injury or surgical intervention. No additional information was provided. This report is 1 of 2.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: device evaluation: a visual inspection of the returned product did not reveal any debris, loose particles, or fibers on the cone. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.